Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp and was able to reproduce the power cord issue, but did not find any problem with the batteries. To resolve the issue, the stm replaced the power cord reel and performed full calibration and functional check as per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) power cord reel was not retracting and a check of battery status was required. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.